Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
Customer's daughter reported receiving an inaccurate high glucose reading of 441 mg/dl from their freestyle flash meter. Customer's daughter reported customer experienced symptoms of headache, dizziness, weakness and being scared. The paramedics were called immediately and they obtained a reading of 93 mg/dl with an unknown brand hcp meter. Customer was treated with oxygen and i.v. Solution then taken to hospital for further evaluation on her blood glucose.